Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. No additional information could be obtained since the incident date and the physician could not be identified. Device evaluation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. It was presumed that torsional, tensile, and/or bending stress associated with wire manipulation exceeded the product's design limit possibly because the guide wire was manipulated against resistance caused by entrapment of the wire tip due to anatomy. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that during a complicated chronic total occlusion coronary procedure, one of the interventional wires including this guide wire became sheared off and a small flexible portion remained in the patient's septal vessel. No information regarding remedial action against the separated tip was obtained.